Manufacturer narrative:
Concomitant medical products: product ID: 977a260 lot# / serial# (B)(4) , implanted: (B)(6) 2021, product type: lead; product ID : 977a260 lot#/ serial# (B)(4) , implanted: (B)(6) 2021, product type: lead . Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4) , ubd: 04-jun-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4) , ubd: 18-feb-2025, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the incision site of facial pain/stim open, on right side of head. It was reported that they debrided wound and closed. Issue resolved at this time.